Manufacturer narrative:
(B)(4). Corrected data: visual examination of the returned device noted the driver¿s distal tip was fractured. The device was then sent for fracture analysis. Fracture analysis noted evidence of plastic deformation and a rough appearance across the entire surface, indicating that the driver underwent a static overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the screwdriver¿s distal tip becoming broken cannot be positively determined. However, the fracture analysis report noted evidence of plastic deformation and a rough appearance across the entire surface, indicating that the driver underwent a static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
C4-7 instrumentation using mountaineer was performed on a patient with trauma on (B)(6) 2015. During the surgery, when pedicle screw was inserted into the left c6 by the reported screw driver, the tip of driver was found broken. Then the broken piece was removed from the patient body with the screw. Instead the screw was replaced with another one, which was implanted by another driver. The procedure was completed without further issues, but due to the event the procedure was delayed for 3 minutes. The surgeon mentioned that, when inserting the screw, turning the driver strongly at oblique angle had caused the breakage.